Manufacturer narrative:
H10: a lot history review could not be performed as the lot number was not provided. The sample was returned for evaluation. The investigation is confirmed for catheter leak issue and longitudinal split. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 0600520, chronic catheter, allegedly experienced a fluid leak. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. The sample was returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 0600520, chronic catheter, allegedly experienced a fluid leak. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.